Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricle (rv) lead became entangled in the tricuspid valve resulting in elongation of the helix. The rv lead was explanted and cordae tendinea was observed on the helix. The rv lead was replaced. The tricuspid valve did not require any treatment or intervention. The patient was in stable condition.